Manufacturer narrative:
A modification to the software was created to mitigate the issue encountered. The software was released and provided to all systems.

Event description:
While responding to a system prompt to "re-seat catheter", the rcm initiated an rcm calibration routine, with the catheter partially attached to the rcm. The physician reacted to the unexpected motion and removed the catheter. There was no patient injury. The case was completed with a new catheter without further incident.